Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Unknown bone cement, catalog#: ni lot#: ni unknown cpt 6 degree taper stem, catalog#: ni lot#: ni unknown head, catalog#: ni lot#: ni unknown liner, catalog#: ni lot#: ni multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-00344 reported event was confirmed through review of x-ray report. An x-ray assessment was performed which states that the radiolucent acetabular cup is loose with lack of cement fixation to bone. The acetabular cup and a large portion of the cement mantle are displaced laterally and separated from the bony acetabulum. There is radiolucency at the inferior acetabulum which may be the appearance of the bone after displacement of the cup and cement or could be due to osteolysis or bony remodeling. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had a right total hip revision approximately 20 years post primary surgery, due to cup loosening. During the revision, the cup, liner and head were replaced. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: unknown, unknown cpt 6 degree taper stem, unknown. Unknown, unknown bone cement, unknown. Report source, foreign ¿ events occurred in (B)(6). Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's right hip was revised due to loosening approximately twenty years post-implantation. Attempts have been made and additional information on the reported event is unavailable.